Manufacturer narrative:
No root cause could be determined. Quality controls were within specification. Assay performance checks were also within specification. Based upon information provided, there was debris in both samples. A possible cause of this event wasdebris in the sample which might have led to erroneous pipetting. The patient was not treated based upon the erroneous result.

Event description:
The customer stated they received a questionable troponin t (tnt) result for one patient using their cobas e411 disk analyzer (serial number (B)(4)). The customer tested a whole blood sample on their point of care (poc) meter and received two strong positive results. The patient's sample was then tested on the e411. The patient's initial result for tnt was 0.012 ng/ml. The initial result for tnt stat was <0.010 ng/ml accompanied by a data flag which was reported outside the laboratory. The customer believes these results to be erroneous. The customer then repeated the sample on the same e411. The first repeat result for tnt was 1.65 ng/ml. The first tnt stat repeat result was 1.64 ng/ml. The customer then tested a second sample from the same patient drawn at the same time as the first sample. Testing of this sample was also performed on the same e411. The tnt result was 1.63 ng/ml. The second sample's tnt stat result was 1.64 ng/ml. The customer issued a corrected report with a result of 1.64 ng/ml. There were no adverse affects to the patient due to the erroneous results. The field service representative could not duplicate the problem nor determine a cause. He checked the mechanical alignment of the sample/reagent and sipper systems. He ran performance tests which were within specification.